Manufacturer narrative:
Product event summary: the controller, four (4) batteries, and two (2) cac adapters were returned for evaluation. Failure analysis of the returned batteries revealed that the batteries all passed visual inspection and functional testing. Failure analysis of the returned controller and cac adapters revealed that the devices passed functional testing. Visual inspection of the controller ac adapter revealed signs contamination on the output connector of the device. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination on power port 1 and 2. This is an additional observation not related to the reported event and likely due to the handling of the devices. In addition, supplemental testing was performed on the controller. The test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed several premature power switching events due to momentary disconnection involving the four batteries. A power source lubrication procedure was performed on 01-oct-2018, which is prior to the reported date. Furthermore, analysis of the controller log files two (2) controller power up events with their associated motor starts. The first observed controller power up event was logged on 29-dec-2018, at 23:15:17. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 96% relative state of charge (rsoc) and a second battery was connected to power port two (2) with 45% rsoc. Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that a battery was connected to power port (1) and no power source was connected to power port two (2). The controller was without power for 20 seconds. The second observed controller power up event was logged on 01-jan-2019, at 13:16:53. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 97% relative state of charge (rsoc) and a second battery was connected to power port two (2) with 51% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port (1) and another battery was connected to power port two (2). No anomalies were observed leading up the second power up event. The controller was without power for 20 seconds. As a result, the reported premature power switching, and loss of power events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. Additional products: d4: serial#: (B)(6) d10: yes, return date: 09-jan-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial#: (B)(6) d10: yes, return date: 09-jan-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial#: (B)(6) d10: yes, return date: 09-jan-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial#: (B)(6) d10: yes, return date: 09-jan-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430us/ catalog #: 1430us/ expiration date: 30-jun-2020/ serial #: (B)(6) UDI #: (B)(4) d10: yes, return date: 09-jan-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 14-jun-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63018 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 331 h6: FDA conclusion code(s): 19 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430us/ catalog #: 1430us/ expiration date: 30-jun-2020/ serial #: (B)(6) UDI #: (B)(4) d10: yes, return date: 09-jan-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 01-jun-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63018 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 331 h6: FDA conclusion code(s): 19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two controller ac adapters were returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650/ catalog #: 1650/ expiration date: 2019-07-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2018-07-19 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4) / model #: 1650/ catalog #: 1650/ expiration date: 2019-07-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2018-07-19 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650/ catalog #: 1650/ expiration date: 2019-07-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2018-07-19 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650/ catalog #: 1650/ expiration date: 2019-07-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2018-07-19 (B)(4). Continuation of contomitant medical devices: ddmb1d1, ICD, implanted (B)(6) 2018, 694765, ICD; 5076-52, lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient¿s controller and four batteries were exhibiting power switching. The patient reported hearing a loud alarm accompanied with a blank controller screen while connected to two charged batteries. The patient switched to ac power and the alarm was resolved. It was further reported that there was a second power switching event with a loud alarm and blank controller screen. The patient disconnected and reconnected both batteries one at a time. It was noted that the events were associated with unexpected controller power losses and pump stops. The controller and four batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Log file analysis revealed several premature power switching events due to momentary disconnection involving the four batteries and controller ac adapters. Of note, there were over 100 momentary disconnections recorded involving the controller ac (cac) adapters within the analyzed period. The frequency of observed cac adapter momentary disconnections may be attributed to disconnection and reconnection of the adapter by the patient within the 15-minute interval. This behavior can contribute to the wear of the controller power port pins. The most likely root cause of the reported premature power switching event after lubrication can be attributed to contamination of the controller¿s power ports, contamination of the ac adapter connectors and/or momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. Controller ac (cac) adapter cac211484. FDA results code(s): 3213. FDA conclusion code(s): 4307 controller ac (cac) adapter cac211214. FDA results code(s): 3213. FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.